Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/23/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the sample determined that one empty opened overwrap, one empty folder, one needle-suture piece and one suture piece that pertains to product code nw3319 were returned to ethicon for analysis. In order to evaluate the conditions of the returned sample, the suture pieces were observed with the ends cut. Body fluids and crimping marks were observed on the surface of the suture that were possibly caused by a surgical instrument. The condition of the samples received indicates improper handling of the device and no functional test was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 11/23/2022 corrected information: d1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please clarify how many pieces present this defects, please provide quantity for each issue (pull off suture needle & breakage suture)? There are two samples 1 is pull of the suture from the needle & another one is broken could you please clarify if the patient suffer from any sign or consequence due to the issue? Please provide more details. No consequence due to this issue . Used another foil of the same code. Note: events reported via 2210968-2022-08172.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6)2022 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. No additional information was provided.